Event description:
Reported two false positive sars results. The consumer communicated the results were confirmed by another rapid antigen assay. This is report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of similar complaints of the reported problem for this product was completed and no adverse trends were identified. Without product lot information, no further testing could be conducted. Root cause: insufficient information. Source: phone.